Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. An internal leak due to a hole in the unexposed portion of the soft cannula was found, causing corrosion on internal components, insufficient battery voltages and preventing recovery of the device data. Without the data, it could not be determined if the device generated an alarm or if the damaged cannula contributes to the reported event. The exact cause of the reported communication error could not be determined.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment the patient replaced the pod.